Manufacturer narrative:
The reported event of calcification was confirmed based on the medical record. In this case, available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as hypothyroid, diabetes, and hyperlipidemia were reported in the patient's medical history.

Event description:
Per medical record review, the 2-year and 5-month transthoracic echocardiogram showed a left ventricle ejection fraction of 55-60%. The bioprosthetic aortic valve with severe stenosis. The 2-year and 7-month cardiology h&p stated patient with prosthetic valve stenosis, shortness of breath, and fatigue. The operative note indicated that the patient presented with severe structural valve deterioration with symptoms of dyspnea on exertion. The patient underwent an explant of the tavr valve and implant of avr with 23mm biobentall, root repair, lima-lad. The pathology report states: gross description includes the prosthesis is tan-brown with metallic silver mess. The surface shows firm tan-brown calcifications.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Update to b7. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of post-implant-calcification was unable to be confirmed due to the unavailability of medical records. The available information suggests that patient factors (diabetes) likely contributed to the event as diabetes was reported in the patient's medical history. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 2 years and 7 months post-tavr using a 26mm sapien 3 ultra valve, the device was explanted and replaced with a surgical valve due to a stenotic valve with a gradient of 40mmhg. It was also reported that the valve had calcium at the base of the leaflets but not on the tip, there was no leaflet thickening.